Event description:
The device was returned because it wouldn't turn on even when the batteries were changed. The results of the investigation found that the device's downstream occlusion (dso) seal was cracking. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a cracking downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.